Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. Additionally, a high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
This supplemental report is being filed to include device analysis information.

Event description:
It was reported that this pacemaker was found to be in a safety mode and was subsequently explanted and replaced. This device also exhibited premature battery depletion. No additional adverse patient effects were reported.